Manufacturer narrative:
(B) (4). (B) (4). The incident device was not returned for investigation. This is a reusable cord. Testing at the site found multiple electrodes failed using this cord extension. No damage was visible on the cord. When it was replaced everything worked fine. The generator was sent to covidien for a evaluation. Testing of the generator did not find anything that would have caused or contributed to the reported issue.

Event description:
The customer reported that the generator was "impeding out" and shutting down on its own during a procedure. After ruling everything else out, the site subsequently determined that the blue grounding pad extension cord (B) (4) appeared to be the problem.